Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For both events, a field representative went onsite to evaluate the device and found a problem with the probes which were replaced. Further investigation determined the field representative findings were the root cause for both events. No systemic issue with the device was identified during the investigation of these events.

Event description:
This report summarizes <noe>2</noe> malfunction events where erroneous results were generated by the i800 analyzer. The first event involved erroneous results for hemoglobin a1c for seven patients. The patients' age, weight, and gender were requested, but were not provided. The second event involved an erroneous result for hemoglobin a1c for one patient. The patient's age, weight, and gender were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.